Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an in.pact 018, there was a delay in surgery of 30 seconds due to a product issue. The balloon was not inflated due to damage. Removal difficulties were reported, and the device was removed successfully in tandem without injury or intervention, with no vessel damage reported. The procedure was completed using a new device. No patient injury was reported.